Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter, product not adhering/sticking and also experienced hyperglycemia with the blood glucose value of 500 mg/dl. The customer reported skin inflammation/ irritation. The event involved product(s) mmt-7841zn, 7005739-006, mmt-7040a, mmt-1884l. Troubleshooting was partially performed and later customer declined. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. The customer reported an issue with the sensor tape not sticking. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and transmitter. No product return is required for mmt-7841zn. No product return is required for 7005739-006. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.